Event description:
It was reported that during device testing, the testing revealed loss of capture on the left ventricular lead. The patient was brought back to the lab where it was determined that the set screw was loose, it was tightened and the lead is now capturing. It was later reported at a device check that the patient alert indicated left ventriuclar lead is non-functioning with high impedance. The device was reprogrammed, lead revision is not recommended by the doctor. The left ventricular lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the during device testing, the testing revealed loss of capture of the left ventricular lead. The patient was brought back to the lab where it was determined that the set screw was loose, it was tightened and the lead is now capturing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.